Event description:
A surgeon reports that a haptic became dislocated and was lying loose in the anterior chamber following intraocular lens implant surgery. A small amount of hyphema with decentration of the optic was observed. One day post-op, revision of the wound with a lens exchange were performed with an excellent outcome.